Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure performed on (B)(6) 2023. During preparation, a piece of metal was noted inside the packaging with the device. Device was not use and another trapezoid rx basket was opened to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign object noted inside the packaging with the device.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign object noted inside the packaging with the device. Block h10: visual inspection of the returned device found that it was observed that the pouch was completely closed and has two particles of foreign material inside. The reported complaint is confirmed. Based on all available information, the analysis found two foreign particles in the closed pouch, but they fall within the acceptable limits outlined in the document 'boxing and box label application 92021606 rev. T.'. The review of the product record affirmed that this is a known issue, and the risk is anticipated. No indications of manufacturing problems or design factors contributing to the event were found. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure performed on (B)(6) 2023. During preparation, a piece of metal was noted inside the packaging with the device. Device was not use and another trapezoid rx basket was opened to complete the procedure. There were no patient complications as a result of this event.